Event description:
Caller alleged discrepant precision results. Results as follows: date: (B)(6) 2010, inratio: 1.4. Date: (B)(6) 2010, inratio: 4.3. Date: (B)(6) 2010, inratio: 2.6. Based on the (B)(6) 2010 inratio reading of 4.3 inr, the doctor held a dose and halved the next two doses of medication.

Manufacturer narrative:
Inr results reported by the user were performed more than 3 hours between readings. Optimally, test results should be generated within as short a time as possible to minimize the possibility of factors contributing to differences in results. The recommended reasonable time difference is 3 hours. Data analysis will not be performed. No further investigation required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.